Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600128 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips do not close properly and the applier delivers 2 clips at the same time, clips fell into the peritoneal cavity during the coelioscopy. There was no patient injury.